Event description:
It was reported that during percutaneous transluminal coronary angioplasty/ stent procedure of a lesion in the left circumflex, the guide wire became stuck in a very small branch of the "lcx". Resistance was encountered during removal and guide wire then separated. Guide wire was not removed from the pt.